Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abgii modular neck is considered to be under the scope of this recall. No further investigation is required. Device not returned.

Event description:
Pharmacist resident reported to stryker that: "total hip prothesis date of event: (B)(6) 2020 - localisation operating room event description: known design defect responsible for metallosis. Clinical consequence : granuloma, pain and dislocation action taken; implant replacement and femorotomy".